Manufacturer narrative:
Product complaint # (B)(4). Note: events reported in 2210968-2021-02194, 2210968-2021-02195, 2210968-2021-02196, 2210968-2021-02198, 2210968-2021-02199, 2210968-2021-02200. A manufacturing record evaluation was performed for the finished device lot number qmmbml /z494v05, and no non-conformances related to the reported complaint condition were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? No further information is available. What was used to complete the procedure? No further information is available. Did the suture pulled off from the swage part? Or the suture broke at the body part? Please clarify. The suture broke. Please provide the procedure name. No further information is available. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke several times. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 device not returned. Additional information was requested and the following was obtained: qty to be returned: 0 (B)(4). Date sent to the FDA: 4/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.